Manufacturer narrative:
Result: out of calibration. Conclusion: recalibrated.

Event description:
It was reported by service report that the scale was out of calibration. No pt involvement or adverse consequences are reported.